Event description:
Device report 3 of 5: reference MFR report: 1627487-2011-09205, 09206, 09208, 09209. The pt rec'd the scs system on (B)(6) 2010. It was reported the pt experiences a sharp pain between her shoulder blades when stimulation is in use. She reported the pain dissipates when stimulation is turned off. Pt also mentioned feeling pain, burning sensation and discomfort at the ipg pocket site. A full parameter diagnostic indicated several contacts have low impedance. Reprogramming did not resolve the issue. The physician thoroughly examined the pt's lead location and ipg pocket site for signs of infections and loose lead connections. The physician reported satisfactory outcome. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.